Event description:
It was reported that the patient had an inappropriate shock due to oversensing. A high impedance triggered the lead integrity alert (lia). Testing revealed a loose set screw. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.